Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4). 5086mri45 implantable pulse generator (ipg), implanted: (B)(6) 2013; 5086mri52 implantable pacing lead, implanted: (B)(6) 2013.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Additional information obtained from the physician's office indicated the patient died approximately 3 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
This report is being submitted as the evaluation method codes were inadvertently left off the initial medwatch report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.